Manufacturer narrative:
(B)(4). On (B)(6) 2012, additional information was received from the nurse (rn). On (B)(6) 2012 the patient was diagnosed with peritonitis, and a pd effluent culture was done. The pd effluent culture was (B)(6). The patient was not hospitalized for the peritonitis. The nurse did not know if the cause of peritonitis was a break in aseptic technique. On (B)(6) 2012, the patient was re-educated on proper aseptic technique. The patient was recovering from peritonitis. Pd therapy was ongoing. The patient had a past medical history of end stage renal disease, hypertension, lupus, anemia, hyperparathyroidism. The patient did not have a past medical history of diabetes, cardiac disease, cardiac failure, myocardial infarction or pneumonia. The nurse stated that the peritonitis was not related to dianeal solution or to baxter products or disposables.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11k01037 and h11j24049. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in the USA of peritonitis in a patient coincident with dianeal unknown therapy. On an unreported date the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized. The patient was recovering.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.